Manufacturer narrative:
The complaint reporter entered the incorrect date of awareness for this event. The customer found the problem and informed the sales representative on 12-oct-2020; the correct date of awareness. The product was returned and evaluated. Visual inspection found the cutter loose in the packaging tray with no tip protector, a bent tip, and the port window in the open position. There were dried solutions in the tubing and the back cap was aligned correctly with the vent hole in the cutter body. There was no damage to the connectors. Functional testing was performed using a stellaris pc system and found the cutter did not cut. The inner needle was binding up, blocking the port window and prevented cutting and aspiration. A bent needle could contribute to poor cutting performance. Due to the damaged condition in which the product was returned and the evidence of use, the cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that, at the beginning of surgery, the cutter was not functioning and did not cut the vitreous. The surgeon stopped using the cutter. The aspiration function could not be determined, as they were unable to cut the vitreous. No impact or medical intervention was necessary on the patient.